Event description:
Major pump unit(s) involved: blood pumpspecific component(s) involved: other component malfunction, specify

Event description:
Major pump unit(s) involved: blood pumpadditional text: fibrin in rvad, rvad exchanged in orspecific component(s) involved: other component malfunction, specifyadditional text:other component: nonecausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of pumpother intervention :implant device type: both (in the same or visit)malfunction device type: rvad

Event description:
Major pump unit(s) involved: blood pumpadditional text: fibrin in rvad, rvad exchanged in orspecific component(s) involved: other component malfunction, specifyadditional text:other component: nonecausative or contributing factor: no specific contributing cause identifiedother cause:intervention(s): replacement of pumpother intervention :implant device type: both (in the same or visit)malfunction device type: rvad